Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 64 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.